Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #5l;5517f501; jjc4a. Tritanium bplate triathlon s5;5536b500;ctd39752. Tritanium patella-symmetric;5556-l-339;k5hn. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Procedure: the patient underwent left knee arthroplasty (B)(6) 2020. Patient had left knee periprosthetic joint infection. Then patient underwent traumatic wound dehiscence of left total knee incision (B)(6) 2020. Patient underwent left knee revision and all component exchanged due to left knee periprosthetic joint infection (B)(6) 2020.